Event description:
It was reported that a novum iq large volume pump was running dextrose 10% when it malfunctioned; further reported as ¿pump stopped¿. The nurse assessed the pump and noted the remaining medication amount was normal. The pump ¿malfunctioned¿ again later in the day and was removed from use. The patient became hypoglycemic. It was indicated this may have been a contributing factor in combination with inappropriate glucose poc monitoring from the emergency department team based on hyperkalemia protocol. No further information was provided.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.